Manufacturer narrative:
(B)(6)

Event description:
Information was received indicating that upon changing out a smiths medical cadd® medication cassette remaining medication was found in the reservoir. The administration rate was set to 3.5mg/hr, which ran for 24 hours with 84mls remaining. There were no reported adverse effects.

Manufacturer narrative:
One cadd® cadd® medication cassette reservoir was returned for analysis in used condition. The cassette in question was visually inspected for damage. No damage was detected. The sample was tested on two different pumps for delivery accuracy. The cassette failed both accuracy tests. The failure mode was determined to be inaccurate delivery. The root cause is unknown.